Event description:
The patient was having a laparoscopic appendectomy. During the procedure, the stapler misfired and the staple part fell off. It was retrieved and witnessed as complete by the surgeon, scrub and circulating nurses.